Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2018 with the following findings: the pump's black box showed no history of an alarm. The pump performed the prime steps with no issues. The alleged issue could not be duplicated. Moisture corrosion was found on the cgm module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.